Event description:
It was reported that 'mantis cannulated polyaxial screw 6.5 x 45 mm' at l4 was pulled out when the surgeon tried to connect with the l5 screw ('mantis cannulated polyaxial screw 6.5 x 45 mm) and 'mantis straight rod 6.0x60mm'. The l4 screw (6.5 x 45 mm') was replaced with 7.5 x 45 mm, and the surgeon made more incision for inserting the rod. There is 1 hour delay in the procedure and the procedure was completed.

Manufacturer narrative:
Method: complaint history review, visual inspection, manufacturing record review. Result: this is the only complaint of this type. A thorough investigation could not be performed as neither x-rays, scans nor patient history were available. The returned screw was visually inspected but no defects that could not be associated with normal use were observed. Conclusion: the screw backed-out when the rod was being connected. The backing-out of the screw could be the result of the screw not being sufficiently inserted into the pedicle or the physical condition of the patient i.e. Severe osteoporosis, insufficient patient bone quality and/or quantity, etc. Note: the patient was a (B)(6) female. There were no adverse consequences to the patient as a larger screw was implanted and the surgery was completed. Since a larger diameter screw was used successfully, the most likely cause for the initial pull out was the bone quality of the patient.